Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that was indicating a low battery message even though the battery was about 99% charge. The customer also stated that the device was not switching from ac power to battery power despite her plugging and unplugging the power chord. The customer was advised to send the device in for service. No device was returned to resmed for evaluation. The astral device was returned to the customer's internal service center for evaluation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to accurately detect its power source. There was no patient injury reported as a result of this incident.